Manufacturer narrative:
Follow-up information received on 28-oct-2015 nca number was received (B)(4). Follow-up information received on 19-nov-2015: despite the fu attempts, no further information was obtained. Case closed. Company causality comment this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure the steel "straw" broke in the sheath of the hysteroscope. Bilateral placement was achieved with another essure system. This event, regarded as breakage of essure catheter, was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number c61992 (expiration date jun-2017) inserted on (B)(6) 2015. It was reported the steel "straw" broke in the sheath of the hysteroscope, the event occurred in the operating room during the placement. There was no cause related to the patient which could explain the event. Conditions of the placement: nothing to report. Bilateral placement was performed with another essure system. The time of the procedure was longer and more anesthesia was required. Product technical complaint (ptc) investigation and final assessment were received on 19-oct-2015: (B)(4). Batch number c61992; production date 02-jun-2014; expiration date 30-jun-2017. Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter and /or micro-insert and introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue in the context of a complicated insertion. However, no medical events have been reported at this point in time. The technical assessment concluded unconfirmed quality defect. At this point in time no medical events have been reported. Therefore a batch investigation with respect to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure the steel "straw" broke in the sheath of the hysteroscope. Bilateral placement was achieved with another essure system. This event, regarded as breakage of essure catheter, was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information will be requested.